Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On (B)(6) 2026, the customer received unspecified low scan result on the adc device in comparison to unspecified reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not report any symptoms but self-treated with juice as soon as they saw the low scan result. While not a treatment for this specific event, they noted that they managed their condition by taking shots (insulin) and is on mounjaro medication. No third-party treatment was provided to the customer. There was no report of death or permanent impairment associated with this event.